Event description:
It was reported that the user experienced an occlusion alert on the ilet pump after a recent infusion set change, with blood glucose measured at 364 mg/dl attributed to a period of pump disconnection; tubing and set were inspected with no kinks, leaks, or bubbles, and the user was instructed to disconnect and perform a fill-tubing procedure, after which glucose trended down to 275 mg/dl with no further occlusion alerts. Investigation of this case revealed no device malfunction observed during guidance and a likely use-related interruption of insulin delivery due to disconnection. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevation in blood glucose without hospitalization. It was concluded that hyperglycemia occurred with cause not fully established and that the device functioned as expected following troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.